Event description:
The user of the suspect device checked their blood glucose and the result was "fine'. They dosed insulin and later was hypoglycemic. Family member gave pt some juice and checked their glucose on the suspect device and obtained a result of 145 mg/dl, then called an ambulance. Emergency medical technician checked pt's glucose and the level was 30-35 mg/dl. They treated pt with a glucose IV. Controls were not used. The device was replaced and requested to be returned for evaluation.